Manufacturer narrative:
Corrected fields: e1 (inadvertently missed), g2 (added selection), d9 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. It is likely the reported event occurred due to wear and tear. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided. The intended procedure was for a therapeutic laparoscopic cholecystectomy. The procedure was completed without delay using another similar device.

Manufacturer narrative:
The subject device was returned to a 3rd party repair center for evaluation and the reported issue was confirmed. The device evaluation found that the distal end of the jaw was broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that the insert scissors mechanism is damaged. The issue was found in preparation for use in an unspecified procedure. There were no reports of harm.